Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached approximately 350 to 400 mg/dl while wearing the pod for longer than 48 hours. Patient is currently part of a cancer treatment study, for chemotherapy, and in the study patient was using novolog and was switched to humalog. The patient tried to do correction bolus but bgs would not go down. At approximately 9:00pm patient administered a manual injection (units not provided) and then around 12:30am patient administered 4.4 units. Approximately 7 or 10 days prior, the basal rate was decreased. When removed from the infusion site (abdomen), the pod's cannula was found sticking straight up, thus, bent. As treatment, a manual injection of insulin (10 units) was administered and a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. A bend and tear in the exposed end of the soft cannula was observed. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a bend/kink in the cannula or a failure of the pod to deliver insulin. No other defects or deficiencies were found during the investigation.